Manufacturer narrative:
Due to character limitation e1 event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use cs100 intra-aortic balloon pump (iabp) had an alarm. The automatic inflation failed, and the iab loop leaked. No personal injury occurred.

Manufacturer narrative:
Updated field: b4, d9, e1 (initial reporter), (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) detected that the safety disk was leaking and the power was insufficient, and the accessories needed to be replaced. The equipment replaced a safety disk and a 5000-hour maintenance kit. The equipment was tested for all functions according to the factory requirements, and the test results were all passed. It can be delivered to customers for use.

Event description:
N/a